Event description:
It was reported that the infusion pump was found still pumping after the solution container emptied. The air in the IV tubing was not detected and passed through the infusion pump. Reportedly some quantity of air passed into the pt however no medical or surgical intervention was required. The device was removed from pt use.